Event description:
It was reported that patient's cardiac resynchronization therapy defibrillator was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076 implantable pacing lead 2011-(B)(6); 4194 implantable pacing lead 2011-(B)(6). (B)(4).